Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, the log file was sent and evaluated; vyaire medical was able to verify the customer's reported issue. It was determined that the root cause is user fault since alarm 200 - "invalid calibration data" was active because the user has not completed all the related calibration sub-steps. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarmed "invalid calibration data - do not use the machine". The issue occurred when the doctor needed to transfer a patient, he changed the gas to low pressure for transportation but on the ambulance it was connected to high pressure, the machine does not want to calibrate itself. There was no patient reported connected to the unit during the reported unit alarm.